Manufacturer narrative:
Product event summary: analysis confirmed the broken screen; some areas of the overlay were not usable due to the broken screen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen. The programmer has been returned for service. There was no patient involvement.